Event description:
It was reported by service report that the gas fowler cylinder drifts down. It is unknown if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler.